Event description:
It was reported to philips healthcare that the device's etco2 function did not work on a pt and would not read at all. There was no negative pt impact.

Manufacturer narrative:
(B)(4).